Event description:
Pohl 2013, bile duct leak after liver trauma technique: - endoscopic retrograde cholangiopancreatography (ercp). Materials: - duodenoscope: ed530xt8, fujifilm, tokyo, japan. - sphincterotome: autotome rx44, cannulary triple lumen sphincterotome with a 5 mm short nose, boston scientific corporation, natick, ma, USA. - plastic stent: cotton-leung biliary stent, cook medical, winston-salem, nc, USA. The cotton-leung biliary stent was used to treat persistent bile leakage in a 22-year-old woman who had severe liver trauma with rupture of the liver capsule due to a car crash. One stent was placed in the common bile duct to effectively reduces the pressure gradient between the biliary tree and the duodenum to promote preferential bile flow into the duodenum and to allow for leak sealing. The cotton-leung biliary stent for the treatment of bile leakage is considered off-label. Follow up showed that immediately after placement of the stent bile leak decreased and completely stopped 1 day later. Removal of the stent was scheduled 6 weeks later.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the cotton-leung biliary stent of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article, "bile duct leak after liver trauma". This file captures off-label use of the cotton-leung biliary stent in one patient. (Rpn: unknown clbs) document review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all cotton-leung biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the use of the device in this procedure is not a stated use as per the IFU and therefore has not being tested in a clinical setting. In this study, a 22-year-old woman underwent ercp (endoscopic retrograde cholangiography) for placement of a cotton-leung biliary stent for treatment of bile duct leakage after liver trauma following a car crash. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside it stated intended use. Clinical input received confirmed that the use of the cotton-leung biliary stent for the treatment of bile leakage would be considered off-label. Summary: complaint is based on customer testimony. According to the information reported, after placement of the stent, bile leak decreased and completely stopped 1 day later with removal of the stent scheduled for 6 weeks later. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.